Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 352 mg/dl. Customer treated their blood glucose with the insulin pump. Troubleshooting found the customer had a no delivery alarm in their alarm history. The customer also reported they were only able to deliver 10 units of insulin for their max bolus instead of 25 units. It was also found the customer had a bent cannula after removing their infusion set. Customer was advised their blood glucose was high from the bent cannula. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.